Event description:
On august 28, 2006, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was reverting to the setup mode. The medical affairs specialist (mas) mailed a letter to the patient on september 5, 2006, since she could not be reached by telephone on two separate days. On an unknown date, the patient removed/replaced the battery on the reported meter. After doing so, the meter started reverting to the setup mode. According to the owner's manual, the meter's "time and date settings may need to be updated" if the battery is replaced. At the time of conern, the patient had symptoms of "frequent urination." After attempting to test with the reported meter, the patient administered self-care by consuming 2 metformin pills and taking 20 units of "novolin" insulin. It would have been helpful to know the following information: when the alleged issue started, when the symptoms started, what the patient's medication regimen is, and if the patient was following the regimen during the time of concern. Also, it would have been helpful to know if the patient was able to test on another meter. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient was unable to test with the reported meter and had symptoms of "frequent urination."

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.